Event description:
It was reported to ventec that the device had displayed the patient circuit disconnect alarm. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged the patient circuit disconnect alarm. The device was then evaluated by ventec where the reported issue could not be duplicated. Ventec confirmed proper device operation through functional and performance testing. The cause of the reported issue could not be conclusively determined.